Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline breast prosthesis, catalog #3502350, serial #(B)(4). Initial reporter's phone number: (B)(6). (B)(4)

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis and a mentor smooth round moderate plus profile 500cc saline breast prosthesis that both deflated after implantation. The patient had a consultation regarding a revision surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the mentor smooth round moderate plus profile 500cc saline breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).